Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, log review, labeling review, device history review, accuracy testing, and field data review. No adverse trend was identified for the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The product was not returned. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Historical performance of the reagent lot was evaluated using world wide data from abbott link. Evaluation indicated that the patient median results for this lot is within the established control limits and no unusual reagent lot performance was identified. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified. This report is being filed on an international product, list number 2k91-38 that has a similar product distributed in the us, list number 2k91-29.

Event description:
The customer observed a falsely elevated ca19-9 result generated with the architect ca 19-9 xr reagents. The following data was provided (u/ml) no sid (tested in (B)(6) 2016). 181. Sid (B)(6) (tested on (B)(6) 2016) 83.0, repeat (tested (B)(6) 2016) 2.3. No impact to patient management was reported.